Event description:
It was reported that bd needle eclipse 18x1-1/2 rb - needle broken. Verbatim: when the safety needle was retrieved, the tip of the syringe broke and the needle flew out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the reported product was not a bd product. The product received by the manufacturing site was not a bd product. This complaint and MDR will be void.